Event description:
It was reported " [patient] received 5 urolift implants in office procedure, left with a catheter in place. The evening of the procedure the patient was in the hospital receiving a blood transfusion". Additional information states that there was no device failure. The customer was asked to further clarify the events surrounding the blood transfusion reported, the customer states that the patient experienced a hematoma and severe bleeding. The current condition of the patient is reported as "stable at home and voiding".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported " [patient] received 5 urolift implants in office procedure, left with a catheter in place. The evening of the procedure the patient was in the hospital receiving a blood transfusion". Additional informaiton states that there was no device failure. The customer was asked to further clarify the events surrounding the blood transfustion reported, the customer states that the patient experienced a hematoma and severe bleeding. The current condition of the patient is reported as "stable at home and voiding".